Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Swelling in both knees [joint swelling]. Could not stand [dysstasia]. Intermittent shooting pains in both knees [arthralgia]. Case description: spontaneous report received on 02/13/2008 from a female consumer, initials m-b. The pt received the first injection of synvisc into both knees on an unspecified date in 2008 administered via intra-articular route at a dose of 2 ml. On original month, approx 10-12 hours after receiving the second synvisc injection into both knees, the pt experienced so much swelling in both her knees that she could not stand. Her left knee was worse than her right. She went to the hosp and her physician removed 70 cc of fluid from both knees. The pt reported that the third synvisc injection would not be given. She reported that she continued to have shooting pain in both knees on and off. At the time of this report, the outcome was unknown. Additional info was received on 02/20/2008 in the form of a qa report. Qa results: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.